Manufacturer narrative:
The device in question was investigated by a maquet field service technician. According to the service order, the customer indicates that flow was no longer displayed when transporting the patient to the operating room. Several attempts to reset the speed failed. After the event, the customer tested again the device and found no problem. During his intervention on (B)(6) 2018, the maquet field service technician tested the device and no problem was found. Besides, all functioning and electrical tests were performed with success. The device was put back into service following the intervention by the maquet field service technician. Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It was reported that the rotaflow console stopped during patient treatment. The rotations per minute decrease to zero. Pressure drop but solved when the rotaflow console was replaced. When restarting the device, the problem did not appear again. No harm to the patient was reported. Internal reference: (B)(4).